Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they received an unexpected restart alarm. The alarm occurred when the customer was sleeping. It had occurred about 3-4 times. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm was recurring during normal insulin pump use. The time and basal settings were not maintained after the recent unexpected restart alarm. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.